Event description:
The pt received an ascites shunt in 9/93. It was removed on 9/18/96 because it was non-functioning. During removal, the surgeon noted that the peritoneal catheter had severed from the shunt and was presumed to be in the peritoneal cavity. The severed catheter was most likely the reason why the shunt was non-functioning. There were no adverse occurrences noted to the pt, and a new shunt was placed.